Event description:
It was reported that after preventative maintenance, the cs100 intra-aortic balloon pump (iabp) units batteries malfunctioned. It is unknown if there was any patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse replaced the lithium ion batteries (0146-00-0039) and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.